Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device- 4 years and 11 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. It was reported that the patient was seen in the clinic and had an echocardiogram performed. The patient¿s speed was decreased to 9400 rpms due to their small size heart and suction events. It was reported that the patient¿s system controller log file showed multiple pulsitile index (pi) events with flow and power spikes. The patient reports feeling a bit tired and fatigued but overall fine and is currently sedentary due to age. At the time of the event, the patient¿s lactate dehydrogenase (ldh) levels were 228-243 u/l, inr at 2.3 however did drop to sub-therapeutic to 1.6 three weeks prior. Normal hum of the pump was observed. Log file were submitted for review. During the analysis of the log, it was reported that high intermittent power and flow elevations were observed however pump performance was not affected from these incidents. No additional information was provided.

Manufacturer narrative:
The report of power/estimated flow elevations was confirmed via the submitted system controller log file. A specific cause for the change in pump parameters cannot be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.